Manufacturer narrative:
The needle would not split. The needle heele had to be removed and in order to do so the catheter alo had to be removed. There was no injury to the patient. The complaint sample was recently received back for evaluation; however, it has not been evaluated as of the date of this report, october 9, 2015. This report will be updated when the sample is evaluated and the report will be updated.

Event description:
Four PICC kits - needle did not split at the hub and needed to remove catheter.

Manufacturer narrative:
The needle would not split. Needle and catheter had to be removed and patient had to be recannulalized. There was no patient injury. The device history records were reviewed for the lots related to the packaged splittable needles and no similar concerns were found. Five introducer needles were received that had been previously opened. Of those five, four showed definitive evidence of patient contact in the form of blood within ther cannula and/or on the hub of the introducer needle. All five introducers that had been previously opened had been split to the nose, but not through the nose, of the hub of the catheter. The needle remained unsplit. The introducers were split to evaluate their ability to break. All five introducers broke completely. Three broke fairly cleanly and two exhibited some flash around the area of separation by the nose. (Of course, these needles were not split quickly, because they were partially split when received. This may contribute to some not splitting as cleanly as others.) At this time, a definitive root cause for the user issue cannot be determined, as all needles were able to be broken. A potential root cause for the issue is that the catheters were partially split prior to their insertion into the patient, which may have affected the ability of the clinicians to further crack the hub and remove the needle. Additionally, the IFU read, ¿press the wings together smartly with the thumb and forefinger until you hear a snap.¿ if the user fails to press the wings together smartly, this can result in the incomplete split of the hub.

Event description:
Four PICC kits -needle did not split at the hub and needed to remove catheter.